Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric lens was torn while advancing in the injection system. There was no pt contact.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic plate had tore from the optic and was missing. There was evidence of both a reddish and a clear surgical residue. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.